Event description:
It was reported that stent damage occurred. A 4.00 x 32mm synergy xd drug-eluting stent was advanced to treat the lesion; however, there was resistance during the delivery of the device. The device was removed from the patient's body and it was confirmed that the distal stent was lifted. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 4.00 x 32mm synergy xd drug-eluting stent was advanced to treat the lesion; however, there was resistance during the delivery of the device. The device was removed from the patient's body and it was confirmed that the distal stent was lifted. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion had 90% stenosis and was located in the severely tortuous and mildly calcified left anterior descending artery.